Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer stated that she has been running high and low so she removed the insulin pump; hasn't worn it in six weeks. Customer stated that she was hospitalized; she was very high. The blood pressure was also high. Customer had an appointment with physician and the paramedics were called. The current blood glucose reading is 149 mg/dl. Customer stated that she had a low of 20 mg/dl. Customer treated with glucagon injection. Nothing further reported.